Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient hurt their ankle five months ago and since then the patient felt like while stimulation was in mobile, stimulation was strong and intermittent and had gotten worse starting two weeks ago which was a gradual change. The patient was experiencing overstimulation and uncomfortable stimulation. The patient programmer (pp) was used to check the device which showed that stimulation was on but the patient was moving and the pp was displaying the mobile position for too long according to the manufacturer's representative (rep). The mobility rate was adjusted. The patient tested the new setting with the mobility rate and the implantable neurostimulator (ins) did not go to mobile. It was recommended to switch the mobility setting back to default. The patient's settings were upright: 1.1 volts, pulse width 500, and rate 60, mobile: 4.5 volts, pulse width 500, and rate 60, and lying back: 1.6 volts, pulse width 500, and rate 60. The rep. Reduced the amplitude of mobile to 1.1 volts. The rep. Had not heard from the patient since that time.